Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the grip cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable found could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the mega suturecut needle driver instrument wires were frayed at the tip of the instrument. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.